Manufacturer narrative:
H.6. Investigation findings: code 213 - the delivery catheter and deployment line were returned to gore for analysis. The engineering evaluation showed the following: the deployment line was pulled out of the catheter. The deployment line was inspected for irregularities. Nothing irregular was noted on the deployed device deployment line. The device had been deployed off the catheter. The deployed device was not available for evaluation. Additional images were provided from the field, however the pictures did not contain information to aid the evaluation. The physician¿s observation could not be confirmed from the returned device catheter and deployment line. The gore® excluder® aaa endoprostheses IFU clearly states, ¿deploy the contralateral leg endoprosthesis by using a steady, continuous pull of the deployment knob to release the endoprosthesis. Pull the deployment knob straight out from the catheter side-arm.¿ the cause for reported ¿not under the doctor's control¿ deployment of the device could not be determined with the currently available information. The reported pull method used by the physician may have contributed to the event. According to the gore® excluder® aaa endoprostheses instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, unintentional/premature component deployment and/or leading end catheter component retention. Furthermore, the IFU instructs users to deploy the contralateral leg endoprosthesis by using a steady, continuous pull of the deployment knob to release the endoprosthesis and to pull the deployment knob straight out from the catheter side-arm. H.6. Investigation findings: code 3233 updated to code 213 h.6. Investigation conclusions: code 11 updated to code 4315.

Manufacturer narrative:
Patient weight: this information was unavailable. Concomitant medical products and therapy dates: enalapril 5mg daily, simvastatin 10mg night.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the 27mm contralateral leg component was placed over a lunderquist guidewire, advanced through a dsf1833 gore® dryseal flex introducer sheath, and positioned within the contralateral leg gate of an rtl261412 trunk-ipsilateral leg component. Reportedly, the doctor began to deploy the endoprosthesis slowly, with the intention of "concertinaing" the device by 1cm. After the endoprosthesis was deployed to about 6cm (3cm out of the contralateral leg gate) it reportedly began to deploy itself for the last 4cm. The doctor was able to position the endoprosthesis successfully, but it was reported that the deployment was not under the doctor's control. After the endoprosthesis fully deployed, the doctor finished removing the deployment line. The doctor reported feeling tugging/threading of the deployment line out of the endoprosthesis, even though the device had been deployed. It was reported that, otherwise, the device performed as required. The procedure was reported as successful. There were no further reported issues. The patient tolerated the procedure.